Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000175, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the charger enclosure. The imaging system then passed the system checkout and was found to be fully functional. The charger enclosure was returned to the manufacturer for analysis. The charger enclosure was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the battery level indicators were decreasing faster than normal. This issue was noted outside of a procedure, and there was no patient involvement.